Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance and normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the small battery drive device was sticking. During in-house engineering evaluation, it was determined that the triggers on the bottom trigger on the device were sticking, the bottom trigger's internal components and the electric control unit were corroded and the motor was worn. The device also failed pre-tests for check the off/oscillation/on switch mode function and check the triggers and electric control unit (ecu) function. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.